Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 7,000 bd vacutainer® sst¿ ii advance plus blood collection tubes experienced stopper creep out or loose closure after use. The following information was provided by the initial reporter: the cap disengages from the tube during pneumatic transport. This tube is used in a consultation service. Need to bring the patient back to do the sampling.

Event description:
It was reported that 7,000 bd vacutainer® sst¿ ii advance plus blood collection tubes experienced stopper creep out or loose closure after use. The following information was provided by the initial reporter: the cap disengages from the tube during pneumatic transport this tube is used in a consultation service. Need to bring the patient back to do the sampling.

Manufacturer narrative:
Investigation: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.